Event description:
It was reported that a critical alert was raised but the remote smartview report was empty despite urgent medical condition. An explanation was required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.